Manufacturer narrative:
Additional information: the device was inspected before use as routine. The stent was checked after use, and was deformed. The deformed stent was not implanted in the patient. Resistance was noted during device withdrawal. No intervention was required to remove the stent. The patient is doing okay and following up in out-patient department (opd). Correction: annex a code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, non-calcified lesion with severe stenosis in the proximal right coronary artery (rca). Good prediction was done on the stenosis. The sheath was removed per IFU. The stent was not handled directly post removal of the sheath. The device was not closely inspected before use. Negative prep was not performed. The lesion was pre-dilated well. Resistance was noted when advancing the device, however no force was applied. It was initially reported that the stent deformed during removal of the device from the protective packaging. The stent did not detach into two parts. However, it was later reported that stent deformation occurred in vivo during positioning/advancement. The stent was loaded onto the non-medtronic guidewire. The stent was not able to track the lesion, even though the lesion was pre-dilated well. The stent was checked and was deformed. The device was not kinked and re-straightened during use. The guidewire was okay. A non-medtronic replacement stent was used and crossed easily. No patient injury was reported.

Manufacturer narrative:
Image analysis: (B)(4) photos were received by the account. The first image is of a stent positioned on a balloon with a guidewire inserted into the tip of the device. Mid stent deformation is evident with struts raised. (B)(4) pictures are of the shelf carton label of a rsint30018x, lot number 0011390939 which matches what was reported by the account. The last image is of a blurred side of the damaged shelf carton. The barcode is too blurred to read accurately. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.